Event description:
It was reported that during preparation, the console showed an error code 240 (ho system not calibrated - detected in user mode on startup that system not calibrated by service/manufacturing before) and 268 (lasing and safety-mmcu sw detected timeout on delivering first pulse). The procedure was not completed due to this event, however, a planned procedure on (B)(6) 2025, was performed, and was completed with another device. There were no patient complications reported. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
The console was serviced by the field service engineer (fse) at the customer's site. The fse completed visual inspection and noted that the switch module was defective and required replacement; therefore, confirming the complaint. After the fse replaced the switch module the issue was resolved, and the unit was within specifications. The malfunction found could have affected the device performance leading to the event experienced by the customer. The switch module was returned to our quality assurance laboratory and underwent a thorough analysis. Visual inspection found the device in good physical condition. The electrical connections are also in good condition. No function testing was performed.

Event description:
It was reported that during preparation, the console showed an error code 240 (ho system not calibrated - detected in user mode on startup that system not calibrated by service/manufacturing before) and 268 (lasing and safety-mmcu sw detected timeout on delivering first pulse). The procedure was not completed due to this event, however, a planned procedure on (B)(6) 2025, was performed, and was completed with another device. There were no patient complications reported. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation is unknown.